Event description:
Sinus eval surgery was performed with bone graft material. After 6 mos, placed the implant at #26. After 4 mos, attached the abutment. After 2 mos, the implant failed due to pt poor bone condition. Traditional 2 stage, fixture was placed with primary closure.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt. See scanned pages.